Event description:
Initial treatment for aaa repair of an abdominal aneurysm was performed in 2001, during the zenith clinical trials. Follow-up exams subsequently noted a persistent type ii distal endoleak on the left iliac artery. In 2004 intervention to resolve the endoleak included embolization of the left internal iliac artery and placement of additional endovascular grafts. An iliac leg graft was telescoped up inside the initial leg graft landing just into the left internal iliac artery. An iliac leg extension was then deployed distal to the leg graft, extending the landing zone farther into the external iliac artery. Viewing the final angiogram and type ii endoleak was viewed, graft was re-ballooned. Type ii endoleak was thought to be originating from the hypogastric, and thought it would occlude. Physician did not feel that it was feeding into the aneurysm, rather then large iliac artery, cat scan performed in 2 days noted a resolve of the endoleak.